Event description:
It was reported that there was ventricular lead integrity alert due to high impedance. It was noted noise was confirmed during stress test and pacing was intermittently failing to capture at high output. There was also undefined impedance of the lead before the operation, suggesting complete fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Automatic lead diagnostics shows ventricular lead impedance increased to greater than 1500 ohms in april 2014. Impedance remained high and variable.